Event description:
Customer reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, which resolved the issue, allowing the caller to successfully start their sensor session.